Manufacturer narrative:
An outside the united states customer reports observation of discordant elevated results for two patient samples when running advia centaur - ca 19-9 lot 521. The samples were repeated on the same analyzer higher results were obtained. There is no indication of a cancer diagnosis with either patient. The samples were repeated on the alternate method and lower results were obtained. The elevated results were reported to the physician(s) who questioned the results. The customer observed two patient samples with no indication of a cancer diagnosis that consistently recovered higher with advia centaur xp cancer antigen (ca) 19-9 kit lot 521 compared to an alternate method. Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent issues and instrument performance were ruled out based on quality control (qc) being within acceptable ranges, the samples recovering consistently, and no issues were reported with other patient samples. When the samples were treated with polyethylene glycol (peg) 6000 the samples recovered significantly lower with the advia centaur xp ca 19-9 assay. Treatment of the samples with peg may have precipitated antibodies that were interfering with the advia centaur xp ca 19-9 assay. Based on the available information, the cause of the discordant results is consistent with a sample specific interferent. Return of the patient sample for further investigation is not possible as sample cannot be returned due to china customs issues. Issue was resolved through routine troubleshooting. The limitations section of the advia centaur ca 19-9 instructions for use states: ¿heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis.¿ the interpretation of results section of the advia centaur ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." No potential product issue is observed. The customer is operational.

Event description:
The customer reports observation of discordant elevated results for two patients when running advia centaur - ca 19-9 lot 521. The samples were repeated on the same analyzer higher results were obtained. There is no indication of a cancer diagnosis with either patient. The samples were repeated on the alternate method and lower results were obtained. The elevated results were reported to the physician(s) who questioned the results. There are no known reports of patient intervention or adverse health consequences due to the discordant, ca 19.9 results.